Manufacturer narrative:
This report is submitted on may 3, 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth and granulation at the abutment site, and was treated with topical steroid cream and cautery (date not reported). The implanted device remains.